Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 7-382 thermogard plus abc dual dispersive electrode was being used on (B)(6) 2022 during an unknown procedure and the ¿patient presented red skin which were described as possible burn¿. The procedure was completed without an alternate device. There was no report of a delay to the procedure. Patient status is good. There was redness in the area of application, these were described as possible burn or allergic reaction. After further assessment it was found that "normal prep procedure" was followed. The pad was placed on the patient¿s thigh. It is not known which thigh. It was not defined if this was an allergic reaction or a burn. There was no report of medical/surgical intervention or prolonged hospitalization. This report is being raised on the basis of injury due to unknown degree of burn.

Event description:
The sales representative reported on behalf of the customer that the device, 7-382 thermogard plus abc dual dispersive electrode was being used on (B)(6) 2022 during an unknown procedure and the ¿patient presented red skin which were described as possible burn¿. The procedure was completed without an alternate device. There was no report of a delay to the procedure. Patient status is good. There was redness in the area of application, these were described as possible burn or allergic reaction. After further assessment it was found that "normal prep procedure" was followed. The pad was placed on the patient¿s thigh. It is not known which thigh. It was not defined if this was an allergic reaction or a burn. There was no report of medical/surgical intervention or prolonged hospitalization. This report is being raised on the basis of injury due to unknown degree of burn.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review could not be conducted as a lot number was not provided. A device history record review was not completed as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 3 reports, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool. Always use the largest size pad per the patient weight guidelines which can be properly applied to the site: adult products are for use on patients weighing more than 15kg. Pediatric pads are for use on patients weighing between 5 and 15 kg. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at the application site, clean and disinfect area to remove oils, lotions, etc. And allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. After patient is in the final position, carefully remove the pad from the disposable liner by grasping the liner from the end located away from the cable attachment end of the pad and slowly peeling the pad from the disposable liner. This issue will continue to be monitored through the complaint system to assure patient safety.